Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30042812l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: soundstar eco catheter (us catalog # 10439011, lot # unknown) , pentaray nav eco catheter (us catalog # d128211, lot # 30079158l) . Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) ablation were performed in the left atrium successfully with no immediate consequences. After the procedure, cardiac tamponade was confirmed by soundstar catheter. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. There¿s no information regarding extended hospitalization. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. No error messages were observed on any bwi product during the procedure. The generator was in power control mode at the time of the injury.